Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. It was indicated that the patient was taking medication containing hydroxyurea, which is off-label usage of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported receiving an unspecified low glucose value on their cgm device. No bg meter comparison was performed at that time. The patient was wearing an omnipod insulin pump and remained asymptomatic. The patient self-treated with chocolate and a glass of sugar water. Despite treatment, the cgm continued to display an unspecified low reading. The patient subsequently presented to the emergency room (ER) for evaluation. At the ER, a bg meter reading was 198 mg/dl, while the cgm continued to display ¿low.¿ the patient¿s sensor was removed, and treatment included intravenous fluids and a magnesium supplement. The patient was discharged home later the same day and was reported to be stable and feeling fine at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.